Event description:
Female patient was treated at user facility on (B)(6) 2008, with sra applicator on the chest for pigmentation caused by sun damage. Within 3 days following the treatment day, the patient had sustained burns to the treatment area and re-visited the user facility on (B)(6) 2010, for f/u. Subsequent to this visit, the pt sought add'l medical advice from dermatologist and plastic surgeons that provided remedial treatments for the pt's injuries. A letter from the pt's attorney was sent to the user facility on (B)(6) 2010, on their intent to file suit and the user in turn sent the distributor, (B)(4) a copy of the treatment records and attorney letter to inform them of the case. Photographs accompanying the attorney letter show evidence of hypopigmentation on the chest area. The attorney's letter does not state what type of corrective procedures/treatments were provided to the patient for her injuries following the incident. The distributor attempted to acquire the applicator for testing and inspection, but per the user's attorney, the user has declined sending back the applicator to the distributor for testing. This matter continues to be handled between the user and the patient through their respective attorneys.

Manufacturer narrative:
Upon further investigation of the clinical procedures used in treating the patient, it was concluded that the operator did not follow the recommended MFR's instructions for reducing optical energy parameters for treatments conducted on other areas than the face (i.e. Neck and chest). The operator claimed that she was using energy settings recommended by a physician who uses the MFR's equipment and holds training workshops for other users. We communicated that we do not endorse the clinical protocols that anyone other than the MFR publishes and should be followed according to the importer records, the operator has not had any other reported adverse events with the sra applicator in question since they received it two years ago. The sra applicator (B)(4) was not available for testing as the user facility refused to send the applicator back to the distributor for inspection per their attorney's advice. Currently, the sra applicator remains at the user facility.